Event description:
The device was applied during a laparosocpic cholecystectomy procedure. Reportedly, the instrument would not retract when applied to tissue. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.